Event description:
It was reported bd micro-fine ultra¿ 4mm pen needle was difficult to prime. The following information was provided by the initial reporter: "insulin does not leak from an abasaglar kwikpen 100 units/ml with cannula".

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
It was reported bd micro-fine ultra¿ 4mm pen needle was difficult to prime. The following information was provided by the initial reporter: "insulin does not leak from an abasaglar kwikpen 100 units/ml with cannula."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 01-jun-2022. H6: investigation summary: two sealed 32g x 4mm pen needle samples were returned from lot. No. 1049504, cat. No. 320141. A clog test was carried out on the returned samples as per (B)(4) and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.